Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
The patient was revised because of poly wear. Doi: unknown. Dor: (B)(6) 2013 (left hip). The device associated with this report was not returned. The date of insertion was not provided. It is known however that this product/lot combination was released for distribution in june 1997. Based on the validated sterility period of five years, it is reasonable to conclude it has been implanted for ten or more years. Although not returned, it would not be unreasonable to find poly material wear after this length of time implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.